Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the 6f guidezilla¿ ii long guide extension catheter was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, numerous kinks in the distal shaft, and a partial separation at the collar with additional collar damage (consistent to torque damage). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 7 dec 2017. It was reported that the device was unable to cross the lesion. A 6f guidezilla¿ ii long guide extension catheter was selected for percutaneous coronary intervention in the distal left circumflex coronary artery. The device was unable to cross the lesion, which reportedly may have been due to the severe tortuosity and calcification of the vessel. The procedure was completed successfully with a different device. No patient complications were reported. However, device analysis revealed a partial separation at the collar.